Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total shoulder arthroplasty on (B)(6) 2015. Subsequently, patient experienced hives, swelling, bursitis in the elbow and pain. There has been no reported revision procedure to date.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total shoulder arthroplasty on (B)(6) 2015. Subsequently, patient experienced hives, swelling, bursitis and pain. There has been no reported revision procedure to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain."